Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via superficial femoral artery, the metal tip end of the catheter allegedly separated. It was further reported that the catheter head end could not be reset after careful up and down short distance pulling. Reportedly, the catheter was replaced with same model and procedure was completed. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the metal tip end of the catheter allegedly separated. It was further reported that the catheter head end could not be reset after careful up and down short distance pulling. Reportedly, the catheter was replaced with same model and procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. The user provided report and provided videos contain information regarding catheter helix break. After review of the provided videos, the reported malfunction can be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.